Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and diaphragmatic stimulation. The atrial lead exhibited loss of capture and sensing. X-ray revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.